Event description:
It was determined that the pads adhesive may not meet the contact surface area specifications.

Event description:
It was determined that the pads adhesive may not meet the contact surface area specifications.